Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for evaluation. When available. A device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's test results have always been very stable. However, on the (B)(6) 2011, a short circuit between channels 5 and 9 appeared. On (B)(6) 2012, electrodes 1, 2, 10, 11 and 12 suddenly showed with high impedance state and a new short circuit between channels 5 and 7 appeared. Only 5 electrodes remained active. No accident or trauma was reported by the parents.